Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a warning power on reset (por) on their programmer screen when trying to turn the therapy back on after a surgery procedure done the day of the call. It was confirmed that the medical procedure was not related to the patient¿s therapy. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the por message had been resolved. When asked for the steps taken to resolve the por the patient reported that on (B)(6) 2018 after surgery they could not turn it back on, they called in and were told they needed to get a representative to do it. No further complications were reported.